Event description:
Customer reported an rh discrepancy on galileo. A historical o, rh negative donor was typed as o, rh positive on the instrument. Customer stated the unit was not labeled as o positive, due to internal auditing mechanisms.

Manufacturer narrative:
Repeat testing was performed by tube method and on the galileo by the customer. Repeat testing on the galileo yielded o results. Manual tube testing resulted as rh negative at immediate spin. Customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.